Event description:
The surgeon was predrilling for the recon locking proximal screws when he noticed on x-ray that the tip of the drill had broken and he decided to leave it in the patient.

Manufacturer narrative:
Please see attached for the investigation results.